Event description:
A customer contacted baxter's global technical service center to report a low drain volume (ldv) alarm on the homechoice (hc) during initial drain. The homepatient (hp) stated that she didn't get her final fill last night because the bag fell off and came unspiked. The technical service representative (tsr) assisted with test fill and the hp resumed fill.

Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Follow up with the nurse revealed that the patient did not have enough room where she had set up her bags. The nurse stated that the patient is currently living in an assisted living facility and the patient has more room to perform her therapy. The nurse confirmed that the patient did not have an adverse event. The nurse stated that the patient is continuing with therapy. No medical intervention of patient injury was associated with this report. Baxter will continue to monitor similar reports to determine if further actions are required.